Manufacturer narrative:
It was reported from the site that the patient received 80mg of tissue plasminogen activator (tpa) on (B)(6). It was further stated that the international normalization ratio (inr) was in the normal range. Also stated was that the patient was discharged the week after. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came to the implant center due to dark urine and high flow and watts. Patient was stated to have been hospitalized. It was stated that after a few hours, power and flow went back to normal. It was stated that blood test was done and patient was on bridge with heparin. It was further stated that there were changes in the patient's medications. No additional information available.

Manufacturer narrative:
The pump was not returned to for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting march 11, 2017; however no alarms have been logged for the past 14 days leading upto march 13, 2017. Of note, it was reported that the patient received tpa treatment after which the power and flow went back to normal. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.